Event description:
During the procedure, the screen collapsed causing inadequate venous flow. No pt injury or further complications occurred as a result of this event. No further details or pt info is available.